Event description:
It was reported a patient underwent an unknown ob-gyn surgery on (B)(6) 2025 and a drain was used. The drain had adhered to the trocar needle and the drain was damaged when the package was opened and tried to use it. This event was found before use. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Upon receipt and evaluation it was noted the drain had chips on the surface.

Manufacturer narrative:
Product complaint # (B)(4) additional information: upon receipt of product-valid lot identified= j2400813. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. According to our records, lot number provided (j24000813) is invalid. Please verify and provide correct lot number? Unk please perform and document the follow up attempt for product return. We regularly contact with sales rep about the device returning. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). H3 evaluation: complaint sample review: complaint sample of drain with trocar were received for evaluation, and inspected visually, product-2 : no sticking mark was found on trocar, but a fine chip-off mark was identified on upper surface of the drain. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.